Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded with tilt, perforation of the ivc wall and one strut penetrating into the wall of the duodenum. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed, and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc and strut penetrating wall of the duodenum; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded with tilt, perforation of the ivc wall and one strut penetrating into the wall of the duodenum. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of the an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter embedded with tilt, perforation of the ivc wall and one strut penetrating into the wall of the duodenum. In addition, the patient has experienced blood clots, clotting, and/or occlusion of the ivc, pain and bleeding and that two/thirds of the right kidney has died. The patient reportedly became aware of the events nine years and eight months post implant. The indication for the filter implant was severe deep venous thrombosis in association with renal problems and hematuria. The filter was placed via the right femoral vein and deployed below the level of the renal veins. There were no complications noted. The patient has subsequently reported becoming aware of fracture of the ivc filter with fractured filter struts retained in the right pelvis approximately seven years and eight months post implant. The patient also reports anxiety related to the filter. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuousity. It was reported that there was perforation of the ivc and duodenum; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. The IFU also states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without imaging available for review the reported events could not be confirmed or further clarified. Blood clots, clotting and/or occlusion of the ivc related to clotting do not represent a device malfunction. Clinical factors that may have influenced the reported events include patient, pharmacological, or other comorbidities and not necessarily related to the filter. The patient reported bleeding and pain, the site of the pain and bleeding has not been provided, however, the patient did have a prior history of kidney disease with hematuria. Bleeding, pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded with tilt, perforation of the inferior vena cava (ivc) wall and one strut penetrating into the wall of the duodenum. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the implant records, the filter was indicated for severe deep venous thrombosis (dvt) in association with renal problems and hematuria. The right groin was prepped and draped in sterile fashion and the right femoral vein was accessed. An optease removable ivc filter device was deployed under fluoroscopic control taking care to place the device inferior to the renal veins. The device was successfully deployed and there were no complications reported. The patient tolerated the procedure well. According to the information received in the patient profile from (ppf), the patient became aware of the events nine years and eight months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilt, filter embedded in the wall of the ivc, filter embedded other than in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc. No filter removal attempt has been documented. The patient reports pain, bleeding and a "dead right kidney". According to the information recieved in the amended-redated patient profile form (ppf), the patient additionally reports fracture of the ivc filter with fractured filter struts retained in the right pelvis, and becoming aware of the reported events approximately seven years and eight months after the filter implantation. The patient further asserts to have suffered from severe pain, several episodes of bleeding post implant requiring multiple testing and hospital visits; a non-functional (dead) right kidney and further experienced anxiety related to the filter.

Manufacturer narrative:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded with tilt, perforation of the ivc wall and one strut penetrating into the wall of the duodenum. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. According to the information received in the patient profile from (ppf), the patient became aware of the events nine years and eight months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilt, filter embedded in the wall of the ivc, filter embedded other than in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc. No filter removal attempt has been documented. The patient reports pain and bleeding. The patient has been recently hospitalized and states that the right kidney has died. The following additional information received per the medical records state that the patient has a history of deep venous thrombosis in association with renal problems. During the implant procedure, the right femoral vein was accessed and an introducer sheath was placed in the ivc. The filter was deployed successfully inferior to the renal veins. The patient tolerated the procedure well.

Manufacturer narrative:
It was reported that a patient underwent placement of the an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded with tilt, perforation of the ivc wall and one strut penetrating into the wall of the duodenum. In addition, the filter is embedded in the wall of the ivc, filter embedded other than in wall of the ivc, the patient has experienced blood clots, clotting, and/or occlusion of the ivc, pain and bleeding and that two/thirds of the right kidney has died. The patient reportedly became aware of the events nine years and eight months post implantation. The indication for the filter implant was severe deep venous thrombosis in association with renal problems and hematuria. The filter was placed via the right femoral vein and deployed under fluoroscopic guidance below the level of the renal veins. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Blood clots, clotting and/or occlusion of the ivc related to clotting does not represent a device malfunction. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. The patient reported bleeding and pain, the site of the pain and bleeding has not been provided, however, the patient did have a prior history of kidney disease with hematuria. Bleeding and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.